Event description:
Propofol (bd brand, 60 ml) syringe infusing on critically ill patient. Upon departure from referral hospital and walking patient to the ambulance for transport, the pump started alarming, flashing, and wanting to shut off. Error code was 1222. Pump removed from use and propofol was given with a different device. Device was removed from use and work order placed.